Manufacturer narrative:
Manufacturing reported the damage was created by some type of clamp, unknown origin. No lot information was provided. Manufacturing checked records for all lots produced between 2-97 thru 4-97. No related defects were ebserved. Co is unable to determine the type of clamp which cause the pinch ( and resulting leak), but is assured by manufacturing that it did not happen during production. Customer error may have contributed to this event.

Event description:
Customer reports, a uvc was placed in a baby on april 20, 1997. After insertion, it was noted that there was a hole in the catheter just below the hub. The baby was still in a sterile setup, so the tube was removed and replaced without incident. No injury is reported.